Manufacturer narrative:
The customer reported the tubing broke in the middle of the pump segment, and returned one photo of material 2426-0007, lot unknown. Upon initial visual examination, the photo of the set verified the complaint of tubing damage in the pump segment. The tear was almost through the whole circumference of the tubing, near the upper fitment. There is no physical sample available. A device history record review was not performed as the lot number is "unknown" for this complaint. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown.

Event description:
No additional information was provided.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had damaged tubing. The following information was provided by the initial reporter: IV tubing broke in the middle of the softer tubing (section that goes into alaris channel) part way through infusing chemo- caused large volume spill.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.